Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crtd) received inappropriate anti-tachycardia pacing (atp) due to oversensing of noise in the right ventricular (rv) channel. The physician elected to program tachy therapy off. Technical services (ts) was consulted and discussed noise appears to be either muscle or diaphragmatic and there could be potentially an insulation anomaly of the rv lead. Technical services (ts) discussed possible reprogramming options. The physician ordered programming changes such as adjusting sensitivity and extended duration. It was noted that noise could not be reproduced with isometrics or pocket manipulation. This crtd remains in service. No adverse patient effects were reported.